Event description:
It was reported that in (B)(6) 2015 a chest x-ray confirmed that the left ventricular lead had dislodged. The lead was explanted and replaced on (B)(6) 2015. There were no adverse consequences and the patient was in stable condition post procedure.

Manufacturer narrative:
(B)(4).